Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, device speaker failure codes were observed in the device error logs. The device's speakers would need to be replaced to address the issue. The device will not be repaired as it will be scrapped.